Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-11-03 (rep): information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported they had an ins enterra device was going to be replaced for the 10th times. No symptoms reported. No further complications were reported/anticipated at this time.